Manufacturer narrative:
A temporal relationship exists between ccpd therapy with the liberty cycler set and event of peritonitis, however, there are no allegations against the liberty cycler set or any fresenius products. It is unknown if the patient had a breach in aseptic technique resulting in the peritonitis, however, it was documented in the medical records that the patient has recurrent peritonitis. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
During review of the medical records, received for a separate file, it was noted that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy since (B)(6) 2016 was diagnosed with peritonitis (unknown culture results) and a seroma hernia (unknown location) on (B)(6) 2017. Additional information was solicited.

Manufacturer narrative:
The plant did not confirm the alleged event. The complaint sample was discarded by the patient. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."